Event description:
A clinical director reported a case of endophthalmitis one day post operatively following a posterior vitrectomy. There are no samples available for investigation as they were all disposed of after the procedure. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).